Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type.

Event description:
It was reported that during a craniotomy, the surgeon was using the drill. Meanwhile, the surgeon was drilling and the tool has broken. It was reported that there was no patient impact. On follow up it was reported confirmed that there was no problem for the patient in regards to this event. The patient was reported to be a female. It was also reported that this was the initial use of the tool; there was no kind of delay due to the event; the event did not require any intervention; and the physician's name was provided. Concomitant devices name's were provided. However, the serial numbers were not given. None of the devices associated with this event were available for return.